Event description:
Patient reported left side rupture and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken on anterior and missing on anterior (0-25%). A visual and microscopic analysis was performed which identified: sharp opening and broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of opening and broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported left side rupture and pain. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported left side rupture and pain. Device has been explanted.